Manufacturer narrative:
This crt-d is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated during pre-implant testing and exhibited code 1002 which is indicative of the battery usage being higher than expected. The crt-d was not used and never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Code 1002 was the result of the device having a telemetry session one day after final pack testing was performed so when the average power was calculated it gave a false high reading which then caused the device to set code 1002 for high battery usage. All device power and battery usage measurements since have been in specifications and the device battery is at beginning of life and 3.101 volts, confirming that there is no high current or power usage which the device.